Event description:
Pt reported issues with defective needles and tubing. Hizentra indication: common variable immunodeficiency, unspecified. Unknown if pt missed dose. No adverse event reported with product issue. Unknown if defective product on hand. Unknown if md aware. No further info/details or dates available. Pt: 4582. Device: 2588. Ref: mw5188603.